Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. Unexpected low battery alerts were present in the pump trace download and low battery anomalies due to j6 connector resistance issue on pcba 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries runs out fast every two to five days. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.